Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure, a clip stuck in the jaws of the instrument. When a second clip was fired and the jaws closed it resulted in the jaw of the applier breaking off. The component was found and retrieved with no pt consequence.